Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited the following malfunctions: the adjustment ring of the control section was broken, the charged coupled device was broken, the video cable was broken, the outer tube with the charged coupled device was damaged, the image was cut off and the image was not displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the charged coupled device is broken and therefore the image is cut off and the video cable is broken and therefore the image is not displayed should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.